Event description:
The patient had litt procedure on (B)(6) 2021, and experienced an asymptomatic pulmonary embolism or other air embolism found on (B)(6) 2021 staging chest CT. Severity indicated as mild. Patient received intervention of anticoagulants per (B)(6) 2021 update report.